Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7087964.

Event description:
It was reported that the patient was having leg weakness post permanent implant procedure. All device components were explanted and were discarded by the medical facility.